Event description:
A second review of the same x-rays was performed by MFR, and it was noted that an apparent lead break was observed. The likely cause of the high impedance condition is the lead break. The cause of the sustected lead break is unk because the device is still implanted at this time.

Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacedment indicator was no, indicating that the generator had not reached end service. It was reported that the high lead impedance condition was first noted at office visit two years prior and subsequent device diagnostic testing since that time has repeatedly resulted in high lead impedance reading. It is not known whether the pt feels device stimulation. Treating neurologist indicated that when he increased device output current "really high", he thought that he noticed voice change with stimulation, but then he reprogrammed the output current to the prescribed setting. Review of x-rays did not reveal any obvious discontinuities in the ncp system; however, an object shaped like a "hard u" was noted between the top of the generator and the connector pins. It is not known whether the pt is implanted with any other devices or hardware. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. No action is planned because the pt is "doing fine". Investigation to date has been unable to determine the cause of the high lead impedence condition.